Event description:
It was reported that; the cage damaged when it was driven into intervertebral space of cervical in surgery.

Manufacturer narrative:
Visual inspection; functional inspection; device history review; complaint history review; risk assessment; the event details indicate that the cage was impacted into the disc space. The instructions for use for the solis cage indicate that the cage should not be impacted because impaction may lead to breakage of the cage. A materials analysis performed on a previous similar investigation concluded that fracture was likely caused by a sudden impact. The plausible root cause of the reported event, based on previous investigation results, is a misuse - excessive impaction force during cage insertion.

Event description:
It was reported that; the cage damaged when it was driven into intervertebral space of cervical in surgery.